Event description:
It was reported that the right ventricular (rv) lead was explanted due to suspected endocarditis. No additional adverse patient effects were reported. The lead tip is expected to return for culture, however, the rest of the lead was discarded after the procedure.